Event description:
Hosp staff responded to a pt, condition unk. The pt had been monitored by the device in leads. The pt's rhythm deteriorated and the staff attempted to administer defibrillation therapy. According to the reporter, the device would not complete a charge and would not transfer energy to the pt. A backup device was called for and used but pt outcome is unk.